Manufacturer narrative:
Additional information provided in: b1, b2, b5, d6b, d9, h1 and h6. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The device has been in use in the ICU for over a week, but the alarm did not improved. The patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Purge pressure low: logs confirms the purge pressure low alarm throughout the case run. The product was returned and evaluated. No abnormalities were found upon visual inspection other than biomaterial in the purge gap. When the pump was run with a test purge cassette, the biomaterial from the purge gap cleared out, and the low purge pressure and high purge flow were reproduced, with purge pressure at approximately 125 mmhg and purge flow at around 30 ml/hr while running in a bucket of water. No leaks were observed. The issue was not determined on the returned product; however, this failure was related to the device but could not be traced to the root cause. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Added: d4 (serial). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. The purge pressure low issue was not determined on the returned pump; however, the failure was related to the pump and could not be traced to the root cause.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support they encountered a purge pressure low alarm. Immediately after pump support began, a low purge pressure alarm occurred. Even after replacing the purge housing, the alert did not improve, so support continued. The device has been in use in the ICU for over a week, but the alarm has not improved. The patient is still on support of device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.